Event description:
Pt had surgery to implant subtalar. Two days later, implant was removed because, it was not seated properly. Surgeon replaced it with a competitor's implant.

Manufacturer narrative:
Possibility that soft tissue or other foreign body found its way between the driver and the implant causing a problem. Possible that a kink or bend in the guide wire happened during surgery which may have caused the seating of implant to be off.